Event description:
Pt presented for repair of vitreous hemorrhage of the right eye with extensive retinal detachment. Multiple malfunction failure of the machine (stopping, logging out of the system, poor cutting rate, priming multiple times in the middle of the surgery and long surgical time. Dates of use: #1: (B)(6) 2009-(B)(6) 2009. #2: (B)(6) 2009-(B)(6) 2009. Diagnosis or reason for use: #1: tractional retinal detachment, multiple mid and juxtafoveal. #2: tears superotemporaly. Tractional macular detachment.